Manufacturer narrative:
Device investigation: results - the 16 cm distal most section of the catheter has multiple ovalizations. In addition, there are kinks in the proximal shaft of the catheter at 9.5, 52 and 75 cm from the hub shaft joint. A 0.070" mandrel was introduced into the hub and advanced distally. Movement was smooth until the tip reached the first kink, 9.5 cm from the hub shaft join. At this point friction increased dramatically and forward movement of the mandrel ceased. The distal tip of the catheter was introduced into an example carrier tube and advanced. Approximately 4 cm from the tip of the catheter, the ovalizations in the shaft caused the catheter to jam against the sidewall of the carrier tube and prohibited further movement. The damage noted in the complaint is confirmed. The source of the damage cannot be directly identified. The fact that the catheter could not be reintroduced into the example carrier tube implies that the damage occurred after the catheter was removed from its packaging. The kinks in the proximal section were not mentioned in the complaint and were likely due to post-complaint handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The neuron guide catheter was opened while the patient was being prepped and it had a damaged tip within the inner packaging. It was replaced with another guide catheter and did not go anywhere near the patient or the doctor. It had no effect on the procedure or the patient.